Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium'), abdominal pain ('abdominal pain') and fallopian tube perforation ('perforation( fallopian tube)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia on (B)(6) 2019, anxiety disorder in 2015, bicornuate uterus and menorrhagia. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dihydrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;lycopene;magnesium oxide heavy;manganese sulfate monohydrate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;sodium selenate;thiamine mononitrate;xantofyl;zinc oxide (centrum for women) since 2018, fish oil since 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6)2015, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("forgetfulness"). In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, nausea, dyspareunia, back pain, migraine, fatigue, alopecia, memory impairment and endometriosis outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, heavy menstrual bleeding, memory impairment, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted as per pfs). Description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure. Perforation. Surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well as one of the tubes was still patent. One coil migrated. (Side unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: one of the tubes was still patent. One coil migrated. (Side unspecified).. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium') and abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia on (B)(6) 2019, anxiety disorder in 2015, bicornuate uterus and menorrhagia. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dihydrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;lycopene;magnesium oxide heavy;manganese sulfate monohydrate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;sodium selenate;thiamine mononitrate;xantofyl;zinc oxide (centrum for women) since 2018, fish oil since 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("forgetfulness"). In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery ((total hysterectomy, bilateral salpingectomy) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, nausea, dyspareunia, back pain, migraine, fatigue, alopecia, memory impairment and endometriosis outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted as per pfs) description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure perforation surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well as one of the tubes was still patent. One coil migrated. (Side unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: one of the tubes was still patent. One coil migrated. (Side unspecified).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: pfs received: even endometriosis added. Medical history and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium'), abdominal pain ('abdominal pain') and fallopian tube perforation ('perforation( fallopian tube)') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical dysplasia on (B)(6) 2019, anxiety disorder in 2015, bicornuate uterus and menorrhagia. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dihydrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;lycopene;magnesium oxide heavy;manganese sulfate monohydrate;nicotinamide;phytomenadione;potassium iodide;pyridoxine hydrochloride;retinol acetate;riboflavin;sodium selenate;thiamine mononitrate;xantofyl;zinc oxide (centrum for women) since 2018, fish oil since 2018 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("forgetfulness"). In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). In (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, fallopian tube perforation, abortion spontaneous, pregnancy with contraceptive device, nausea, dyspareunia, back pain, migraine, fatigue, alopecia, memory impairment and endometriosis outcome was unknown, the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, heavy menstrual bleeding, memory impairment, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted as per pfs). Description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure perforation. Surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well as one of the tubes was still patent. One coil migrated. (Side unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: one of the tubes was still patent. One coil migrated. (Side unspecified).. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-apr-2021: plaintiff fact sheet received. New event "perforation( fallopian tube)" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium') and abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bicornuate uterus and menorrhagia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain female"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headache"), fatigue ("fatigue"), alopecia ("hair loss") and memory impairment ("forgetfulness"). In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery ((total hysterectomy, bilateral salpingectomy) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, nausea, dyspareunia, back pain, migraine, fatigue, alopecia and memory impairment outcome was unknown, the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, memory impairment, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (discrepancy noted as per pfs). Description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure perforation. Surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well as one of the tubes was still patent. One coil migrated. (Side unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: one of the tubes was still patent. One coil migrated. (Side unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: plaintiff fact sheet received. Events pelvic pain, migraines / headaches, fatigue, hair loss and forgetfulness were added. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium') and abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bicornuate uterus. On (B)(6)2014, the patient had essure inserted. In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery ((total hysterectomy, bilateral salpingectomy) and hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure perforation. Surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2019: one of the tubes was still patent. One coil migrated. (Side unspecified).. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation/one coil migration'), embedded device ('metallic coiled foreign objects are embedded within myometrium') and abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bicornuate uterus. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abortion spontaneous ("pregnancy (miscarriage)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy (miscarriage)"). The patient was treated with surgery ((total hysterectomy, bilateral salpingectomy) and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, nausea, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: description of operative procedure: at the end of insertion, the proper placement of the right was confirmed by visualizing two to three rings coming out of the ostium while the tip was seen on the left. Date of pregnancy (4th pregnancy): induced abortion, date: 2016 due to essure perforation. Surgical pathology report: uterus, cervix, bilateral fallopian tube s, resection: mild acute and chronic cervicitis squamous metaplasia and nabothian cysts of endocervix exhausted secretory-menstrual phase endometrium; no endometrial polyp, complex hyperplasia, atypia or malignancy identified myometrium, no significant histopathology; no adenomyosis identified. Fallopian tubes, no significant histopathology. Peritoneal biopsy: consistent with peritoneal endometriosis (benign mesothelial lined fibro adipose tissue with focal endometrial- type glandular and stromal tissue present). No malignancy identified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: one of the tubes was still patent. One coil migrated. (Side unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: plaintiff fact sheet and medical record received. Per medical record event¿ uterine perforation¿ was added. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (vaginal, menorrhagia), pregnancy (miscarriage), pregnant with essure micro-insert, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain and device ineffective¿. This case is medically confirmed. Patient demographics, medical history, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.